Event description:
It was reported that using a left femoral artery access approach during a highly calcified, circumflex artery the xience v stent delivery system (sds) was used with a 6 fr guide liner catheter and during advancing without resistance noted, the stent became dislodged onto the proximal shaft. The device was removed from the anatomy without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.